Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the 8781 catheter identified a kink in the catheter body; an area of compression on the catheter body approximately 5 cm from the connector; and damage to the transition tubing. Interrogation of the pump determined it was used to infuse baclofen [2000 mcg/ml] at 329.1 mcg/day: conclusion code 92 no longer applies. Conclusion codes 77, 67 and 22 all apply to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial#(B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen (baclofen) with an unknown concentration for a total dose of 329mcg/day via an implantable pump for intractable spasticity. It was reported that in the last 6 months that the patient would wake up about midnight with leg and trunk spasms. It was unknown what may have caused or contributed to the issue. The pump was interrogated and refilled. The refill anticipated volume was 11.8ml, but there was 37ml of fluid aspirated out of the pump. It was noted that surgical intervention did occur as the pump and the catheter were replaced on (B)(6) 2017 and will be returned for analysis. It was noted that the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight was unknown. The patient's medical history included cervical spinal cord injury. The event date was noted as 2017 (the past 6 months). No further complications were reported/anticipated.